Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due to the cable being wrapped around the foot switch. However, the root cause of the reported information is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that an hf unit (generator) had an e433 footswitch error. It is unknown, when the reported issue was found. The customer solved the reported issue during troubleshooting. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device will not be returned to olympus for evaluation, because the issue was resolved. During troubleshooting, the customer was instructed to disconnect the footswitch and the error went away. The customer noticed, the way the cable was wrapped around the footswitch, it was pushing on the pedal. He unwrapped the cable and reconnected the footswitch and tried it again. Olympus will continue to monitor the field performance of this device.